Manufacturer narrative:
The product was not returned nor were images provided for review; therefore, product analysis cannot be performed.

Event description:
It was reported by the patient that she can hardly walk after undergoing a toe surgery. The patient has pain in the toe and the rest of the foot, including the other toes. No revision has taken place yet. The surgeon stated that there is nothing wrong with the implant.